Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the differential sample line clogged. The fse replaced the differential sample line that fixed the leak and brought the laser offset back to normal ranges. Failure mode: clogged differential sample line. The instrument generated laser offset to high errors alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting leak near the flow cell of the coulter lh 750 hematology analyzer. The volume of leak was 5 mls and was not contained within the unit. The instrument generated laser offset too high errors. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.